Event description:
A hospital nurse practitioner called to ask how to remove a pod from a patient who was hospitalized with metabolic derangement. It was not known if his condition was related to wearing the pod. No other details were provided as to the customer's treatment or blood glucose history, and the nurse practitioner did not have the pdm available at the time of the call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable determine if any malfunction or other product condition could have contributed to the reported metabolic or other product condition could have contributed to the reported metabolic derangement and hospitalization. No lot qualification records were reviewed, as a product lot number was not provided.